Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that during interrogation of the device, no r-wave capture was noted. The device was reprogrammed. Patient will be monitored at next follow-up. The lead remains implanted.